Event description:
The customer reported that a pt death occurred, but there was no alarm.

Manufacturer narrative:
The customer reported that a pt death occurred. The info provided by the customer supports that users were not immediately aware of the change in the pt's condition prior to the pt code. Philips is in the process of obtaining additional info regarding this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.